Event description:
A peritoneal dialysis (pd) nurse reported a pt developed peritonitis. The pt developed peritonitis and was diagnosed at the ER on (B)(6) 2014. Pt was treated initially at the ER and with further antibiotics at her treatment clinic. The last dose of antibiotics pt received was on (B)(6) 2014. Pt has finished antibiotics and is currently in good health; repeat cell count test was just recently completed in the clinic. Pdr nurse stated pt tested for (B)(6) and was not wearing a mask during therapy; failed to practice aseptic technique.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plaint's investigation.